Event description:
The grip close cable broke at the distal idler during use. All pieces were retrieved from surgical field. The instrument had been used 7 times; they are designed to be used 10 times. Manufacturer response (as per reporter) for needle driver, mega suturecutmost likely broke under tensile loading